Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was exposed to xray machines several times. Customer also reported that display screen was scratch and one scratch made it difficult to see display screen. Customer's blood glucose was unknown. It was found that insulin pump did not have any alarms. Customer was advised that insulin pump was working as designed and to monitor.